Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite. Uvt (user verification tests) was performed ,the unit passed the leak test and fio2 (fraction of inspired oxygen) calibration. The time needed to be corrected. Personal equipment was attached and performance test was performed. The unit was checked with parameters set to 500 ml , 12 rate, 60 l/min peak flow, and 5 peep. Ran unit and delivered specs at 474 ml on vte (end-tidal volume). Peep (positive end-expiratory pressure) and rate were spot on at 5 peep and 12 rate .ppeak (peak pressure) is 38 cmh2o. Ovp(operational verification procedure)was completed and unit passed all test and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device will only reach a tidal volume of 200 on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.